Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred, while the trilogy o2 ventilator, japan device was in patient use. The ventilator continued to operate. There was no harm or injury reported during the evaluation of the trilogy o2 ventilator, japan device at the manufacturer's service center, a "service required" indicating a failure in the oxygen sensor, was recorded in the error log, the device's oxygen blending module board was replaced to address the issue. After the replacement was completed, the device failed a repair test. The device's interface board was replaced to address the issue. Additional findings not related to the issue, the device's capacitor / battery retainer was replaced due to a crack was confirmed. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver. 14.1.03).